Manufacturer narrative:
(B)(4). Device requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
"There was leakage from the oxy during the patient use." (B)(4).

Manufacturer narrative:
(B)(4). The sample was unavailable for return as it had been discarded by customer,therefore a full investigation could not be performed. The customer provided a photograph of the failure and from this,the customer's issues could be confirmed as a leak from the dialysis port. DHR review is not possible because serial and lot number of the oxy was not been provided by the hospital. A trend search has been performed (search for material 70106.3877 and issue: 0104 dialysis lock and valve) which came to following results: 3 additional complaints were recorded. Also, an open search of the trackwise complaints database using the material number 70106.3877 was carried out and the searched returned no complaints. Maquet is also aware of other complaints related to the issue of blood leakage from the dialysis lock connector and these were investigated in CAPA (B)(4). The lot of this complaint was manufactured after the last CAPA action which was completed on 2015-07-30. In response to a reoccurrence of the same issue seen in complaints; (B)(4) has been initiated to investigate. These complaints were all investigated in the laboratory and the root cause determined for each complaint was found to be leakage caused by offset at the o-ring. Based on these findings, a systemic issue can be determined and therefore, it can be concluded that the probable root cause for this complaint is also due to an offset at the o-ring. However, since it is not possible to investigate any further in this particular case, as the affected part has been discarded, the exact root cause for the reported failure cannot be established; therefore it is not possible to reliably associate this failure to the issue being investigated in CAPA (B)(4).

Event description:
(B)(4).